Event description:
The customer reported that during a vaginal hysterectomy, oozing was noted even though an end tone, indicating a completed seal cycle, was provided by the generator. The surgeon opened a second instrument and successfully completed the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.